Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the pump¿s connector could not be twisted into the locked position even when attached without the cartridge, and the issue resolved when the user replaced the connector; the event involved a fitting problem associated with the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.